Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable glucose result for a patient from an accu-chek inform ii meter with serial number (B)(4). At 06:00 am the glucose result was 523 mg/dl and the staff did not believe the result. At 06:05 am the glucose result was 120 mg/dl and the staff reported the result. No treatment was given to the patient. Approximately six hours later the patient was found unresponsive. He was tested on a different accu-chek inform ii meter. At 11:50 am the glucose result was 23 mg/dl from an accu-chek inform ii meter with serial number (B)(4). The patient was treated with d50 and glucagon but did not regain consciousness. There was no laboratory verification and a third meter result was not obtained. The patient was transferred to the hospital. The patient¿s condition after the event was not known. The qc performed on both accu-chek inform ii meters passed in the previous 24 hours prior to the event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer meter, test strips, and controls were returned in two batches. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Batch 1: 48 strips returned, level 1 ¿ 44, 45, 46 mg/dl, level 2 ¿ 297, 305, 305 mg/dl. Batch 2: 9 strips returned, level 1 ¿ 42, 46, 45mg/dl, level 2 ¿ 303, 309, 305 mg/dl. All returned results are within acceptable range. Customer stated that the patient had diseases that could affect peripheral circulation. See product labeling for information on limitations. The investigation was unable to find a definitive root cause.